Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - practice manager. The actual device has been returned for evaluation but has been currently being investigated therefore the investigation is based on the user facility information and the retention samples. Based on the results of our investigation, the root cause of the complaint could not be identified. However, as informed through the complaint details, IV was introduced with no difficulty, leakage was not noted, and fluids were successfully delivered. This shows that the catheter tube was used effectively prior the tube breakage. Verification on retention sample showed no defects found such as crack, pinhole, scratch, bent and broken parts on catheter tube that would lead to catheter tube breakage. No damaged or deformed catheter tube that might lead to the complaint. Retention samples were also evaluated for catheter tube and catheter hub fitting force. All samples passed. We have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that upon using the surflo survet catheter with a chemo injection, a half hour into the procedure, the plastic portion of the catheter came apart and floated into the vein of the animal. They have the remainder of the catheters in the box and have the actual catheter that came apart. Additional information received on march 8, 2019: the patient was a having a 6 month CT scan regarding ongoing cancer treatment. The IV catheter was not used to deliver the chemo drug, but for venous access of anesthesia and contrast fluids. The IV was introduced with no difficulty, and leakage was not noted, as fluids were successfully delivered. At conclusion of treatment, approximately 1/2 hour, they were removing the catheter, and noted there was more bleeding than normally seen. When the bandage was removed it was noted only the proximal end of the catheter remained, with less than mm. Of catheter retained, and the distal portion was not visible. The tech held off the vein, as it was thought it was felt proximal to where the catheter was placed in the dog. The doctor tried to explore through the small incision while the dog was still under anesthesia, but could not locate it. The dog was then transferred to a surgeon who did exploratory to locate the migrated distal portion. The catheter was not located. The dog was kept overnight for observation, and the heart was checked in the morning by a cardiologist, with no embolism noted. The dog is not symptomatic, and was released to the owner. The doctor will see the patient back in two weeks for removal of sutures and may do chest x-ray at that time.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date , to update the section and to provide the completed investigation results. The actual device has been returned for evaluation. The received sample showed a broken IV catheter wherein the tip of the catheter tube that remained on hub was observed diagonally cut and noted with slightly flattened since from the original shape of tube (round) becomes ellipse/oblong. In addition, a portion of the catheter hub was chipped off.